Manufacturer narrative:
Other, other text: device evaluation: the device/sample was returned for investigation. A visual inspection was performed, and there were no discrepancies. A functional test was performed. The failure mode can be reproduced and confirmed; however, it cannot be confirmed that is attributed to the manufacturing process. Based on the analysis conducted in the samples provided to replicate the failure mode, when the sample received was tested without follow up the IFU indications the complaint was confirmed; thus, the potential root cause is related to the adherence to method during the use of the device. A DHR review was not performed. No further corrective actions at this point are required. DHR was not performed.

Event description:
Information was received regarding a cadd administration set. It was reported that there were air bubbles in the PICC line 4 mm size. The pump was stopped by the user, and patient missed one dose of antibiotics. This is reportedly the second incident for the patient. There was no adverse effects noted.